Event description:
The caller reported via phone call that the customer's insulin pump had been shutting off. The customer was unaware of the root cause of the issue. The customer's blood glucose was unknown. The customer explained that their healthcare provider had already adjusted the insulin pump settings. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. Done with a test battery cap, the insulin pump had normal operating currents and no unexpected off no power or low battery alarms as well as blank display were noted. The insulin pump had a cracked case at the display window corner, a minor scratched lcd window and a cracked reservoir tube lip.